Event description:
It was reported that during implant, after closing the first layer, noise was observed post induction testing. This device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and out automated testing equipment. The device functions were normal and no anomalies were found. The cause of the noise remains undetermined.